Manufacturer narrative:
A ge oec service rep investigated the issue and could not duplicate the malfunction. The event log showed one instance of low ma. The generator was calibrated and the high voltage candlesticks were cleaned and re-greased. Outputs were evaluated and found to be within specification. The system was tested, found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction

Event description:
The ge oec 9800 fluoroscopy system would not produce x-rays. Sys would not image.